Event description:
Reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, the patient was hospitalized. At the time of admission, the patient was having symptoms of nausea and interrupted vomiting. It was noted that the patient was unable to eat due to the vomiting on the day of hospitalization. The reason for hospitalization was reported to be diabetic ketoacidosis. During the hospital stay, the patient received treatment with intravenous insulin. The patient remained in the hospital for approximately four weeks, being discharged on (B)(6) 2024. On (B)(6) 2024, the patient also experienced an event of hyperglycemia. Treatment was administered using a syringe. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.